Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was not working. Customer also states that their father also states that the insulin pump powered out several times. The blood glucose reading is unknown. Nothing further reported.